Manufacturer narrative:
(Dianeal pd4%, 2.5% ultrabag). The patient was not hospitalized for the peritonitis. Six days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient¿s pd effluent was clear, dianeal therapy was ongoing, the patient was still taking remedial therapy, and was reportedly doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with 1 gm vancomycin; 125mg amikacin; and 1 gm meropenem (frequencies and routes not reported). The outcome of the event was unknown. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available